Event description:
The customer reported 12-lead ECG signal loss. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG signal loss. There was no report of patient impact. The unit was evaluated at philips, but the symptom could not be duplicated. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.